Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume folfusor. After the expected therapy time of 48 hours was completed, it was observed that the bladder of the folfusor was still full and therefore had not delivered any of the medication to the patient. Additionally, the blue winged luer cap was removed and no flow of medication was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 25, 2020 to september 26, 2020. H10: the device was received for evaluation containing 113 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.